Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported string broke upon removal of the tampon. She went to the ER to have it removed. She experienced vaginal pain and swelling after removal. She is doing well.